Manufacturer narrative:
Device received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock into place. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that rubber gasket was missing from the reservoir compartment. The insulin pump will be returned for analysis.